Event description:
The user facility reported that during a patient procedure the monitor screen to their hexavue ip custom room rack went black. The procedure was completed successfully following a short delay. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the avc-x was not operating properly. To resolve the issue, the technician rebooted the avc-x. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.